Manufacturer narrative:
Lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6, -11.50/1.0/067 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Reportedly, "excessive vault as pupil could not be brought down. Lens explanted replaced with 12.1mm lens during same surgery. No post procedure complaints."